Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false pause episodes were recorded due to undersensing on the device. The intermittent undersensing was possibly due to the device migration. The device sensitivity was reprogrammed and the device remains implanted. The patient was in stable condition.